Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced recurrent low blood glucose while using the ilet system with a libre 3 plus cgm, with the lowest cgm value of 67 mg/dl and a confirmatory glucometer reading of 73 mg/dl, and the user treated with oral glucose tablets following the 15/15 rule as the device continued to learn their glucose patterns. Symptoms included hypoglycemia and associated nausea. Outcomes included classification as an unexpected medical intervention requiring medication and as a serious injury or illness due to hypoglycemia requiring oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.